Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was involved in motor vehicle accident resulting in discomfort in battery pocket. The patient was scheduled for pocket revision and had the revision. It was noted that the issue was resolved at the time of this report. A follow-up report will be sent if additional information becomes available.